Manufacturer narrative:
(B)(4). The product has been returned. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke when the surgeon was impacting a femoral trial. Another pad was used to successfully complete the procedure. There were no consequences or impact to the patient. Attempts to obtain additional information have been made; however, no more is available.